Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports false negative results with cells#1,2,3,4 and 5 of 0.8% resolve panel a lot# vra263 and were unable to identify antibodies. Customer reports that the patient was initialized tested against the 0.8% surgiscreen lot# vss863 where cell #1 was negative and cell#2 was a 1+. Patient in question was then tested against 0.8% resolve panel a lot# vra263 and only cell#11 reacted 1+. They were not able to identify an antibody. Patient was then tested against the treated 0.8% resolve panel c lot# vrc225 and 4+ reactions were noted against d + and c+ donors. Customer identified an anti-d and anti-c. No previous history of the patient on record. Issue started on: (B)(6) 2016, frequency:x1. Microtubes/wells or cell (donor #) affected: cell#1,2,3,4 and 5, methodology used: manual gel, incubation time (for manual test only): 15min. Reaction grade obtained: negative for cells 1,2,3,4,5. Customer was expecting: ?. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: manual. Orthocare confirmed that no other discrepancies were noted to qc or any other patient testing. All gel cards and screening cells listed in the complaint have all been confirmed to have normal appearance and have been stored according to their package insert indications.